Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-44 mg/dl. Cause was not known. Reportedly, the customer was disoriented and temporarily lost consciousness. When they regained consciousness, they called someone to bring them to the emergency room (ER). While in the ER the customer experienced an elevated bg of 300 mg/dl: cause of bg not known. Reportedly, the customer could not recall how the decreased low was addressed; however, the elevated bg was addressed intravenous fluids of saline. Reportedly, the customer was diagnosed with anaphylaxis. The customer was released the next day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.